Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir compartment was broken off. The customer reported that the pump to reservoir compartment ring was broken and came out the reservoir was able to lock in place when inserted into pump. The customer was advised to revert to backup plan. The customer was advised to call health care professional for instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.